Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a failed transmitter error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report the patient received a transmitter failed error on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention. The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 01/14/2016 confirming the reported event of transmitter failed error.